Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: tubing separating at the port site during chemotherapy administration. Describe type of intervention chemo spill therapy had to be stopped and chemo spill cleaned up. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging and one photograph depicting the site of the reported defect were provided for evaluation. The returned sample and photograph were visually evaluated, and it is noted that the tubing is disconnected from the valve which would cause leakage and no solvent was present on the tubing when viewed under magnification. Based on the results of the visual examination of both the photograph and sample the reported defect was confirmed. Due to this complaint and other complaints of this nature, an approved project is in place to further address issues of detachment. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.